Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. Following an unsuccessful cybersecurity update attempt, the pulse generator exhibited backup vvi operation. It was noted that two more cybersecurity update attempts were unsuccessful; no further attempts were performed. A device software download was performed successfully. No further information was reported.